Event description:
It was reported that the patient was having fractures to both leads. It was observed that the right leads were completely not usable, and there are two contacts on the left lead showing high impedance. The patient underwent a revision procedure wherein the leads were replaced.

Manufacturer narrative:
Sc-2317-50 (sn (B)(6)). The returned lead was analyzed, and lead appears to have been overtightened by the anchor, but it was not damaged in that area. However, x-ray inspection revealed that contacts 5 and 6 were fractured near the proximal end. With all the available information, boston scientific concludes the reported event was confirmed. The probable cause was unintended use error caused or contributed to event. The lead was likely sharply bent or kinked which fractured the wires. Sc-2317-50 (sn (B)(6)) the returned lead was analyzed, and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes the reported event was confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Sc-4318 (lot 23226481) the returned clik anchor was analyzed, and visual inspection revealed that the silicone layer near the set screw port was damaged/torn. With all the available information, boston scientific concludes the reported event has no complaint against the click anchor.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in march. Additional suspect medical device component involved in the event: product family: scs- linear leads upn: (B)(4). Model: sc-2317-50 serial: (B)(4). Batch: 7070372.

Event description:
It was reported that the patient was having fractures to both leads. It was observed that the right leads were completely not usable, and there are two contacts on the left lead showing high impedance. The patient underwent a revision procedure wherein the leads were replaced.